Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to no stimulation since device activation.

Manufacturer narrative:
Correction: the correct explant date was on (B)(6) 2025 not (B)(6) 2025 as previously reported.